Manufacturer narrative:
Date sent to FDA: 04/23/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/20/2020. Additional information: a2, d1, d3, d4, d7, g1, g2. H6 patient code: 3189 - surgical intervention, 3191 - burning pain in legs, painful intercourse, irritated vaginal area. Additional b5 narrative: it was reported that the patient underwent a removal procedure on (B)(6)2018. It was reported that the patient was experiencing vaginal pain, burning pain in legs, incontinence, painful intercourse, chronic utis, irritated vaginal area and pain when sitting. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh were implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.